Event description:
It was initially reported to boston scientific corp on may 18, 2009 that a hydratome rx sphincterotome was used during endoscopic retrograde cholangiopancreatography procedure performed on (B) (6) 2009. According to the complainant, after the sphincterotomy was finished, the doctor pulled up the sphincterotome as usual and the tip became ripped up from the brown marker to the edge of the tip. This occurred when the device was outside of the pt. The doctor indicated he believed that the plastic membrane was weaker and thinner than normal. There was no damage observed to the tip. The procedure was completed as usual using a rx extractor balloon. There were no pt complications reported as a result of this event. This event has been deemed a reportable event based upon the investigation results: split tip.

Manufacturer narrative:
Visual examination of the returned device revealed the working length was twisted and the extrusion at the distal tip was ripped from the wide brown band where the mfg open guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The twisted and ripped working length are likely due to the customer usage / handling during the procedure. Further examination of the distal tip found that the extrusion at the distal end of the device was ripped/ torn when the physician tried to remove/ separate the guidewire from the tome (rapid exchange). The distal end of the extrusion was ripped all the way to the tip. Splitting the tip. The condition of the returned device was consistent with the complaint that the closed extrusion at the distal tip (measuring approximately 6 cm) was ripped from the wide brown band to the tip, splitting the tip. The most probable cause for the torn/split working length and split tip is operational context. The device history record for this lot was reviewed; no anomalies were noted. (B) (4).